Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) arm 2 was not locking after draping and docking to the trocar. It was moving from the elbow joint and confirmed the arm light emitting diodes (leds) were solid blue. The issue was reported to technical support after completing the procedure. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to reproduce reported issue. After a power cycle of the system, the issue was resolved. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable cause cannot be determined based on field evaluation.